Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The anesthesia system failed the pressure transducer test during system checkout (sco). An investigation was performed on-site by our distributor's field service engineer (fse). The failure was confirmed, and the expiratory pressure transducer printed circuit board (pcb) was found defective. The fse replaced the pcb to resolve the issue and returned it for further analysis. The device was then released for clinical use. Analysis of the provided logs confirms the reported issue with the failed pressure transducer test during system checkout. The returned pcb was placed on the valve driver's pcb of the anesthesia system for simulated use testing; the device failed the sco with the expiratory pressure transducer offset out of range, thus confirming the reported error. Our investigation confirms the malfunction of the pressure transducer sensor. Visual inspection revealed traces of liquid/spills on the pcb, which might have led to the pressure sensor failure and the anesthesia system malfunction. The expiratory pressure transducer pcb is mounted on the valve drivers' pcb. The pressure transducer is pneumatically connected to the expiratory channel in the patient cassette through a gas pressure tube and electrically connected to the valve drivers¿ board. The gas is conveyed from the patient cassette to the pressure transducer and measured with differential reference to the ambient pressure. The output signal is proportional to the measured pressure, providing a linear measurement. The sensor continuously measures the pressure in the patient's airway during the expiratory phase of the breathing cycle, helping to ensure that the pressure remains within safe limits. The most probable root cause for the reported issue is the liquid/spills on the pcb, which might have led to the anesthesia system malfunction. However, the investigation could not determine the origin and nature of the contamination.

Event description:
Manufacturer's ref# (B)(4).